Event description:
It was reported that when using the bd pyxis¿ medbank tower, the touchscreen all in one was not responding to touch during new cabinet setup. If the device screen becomes unresponsive, the application might be frozen. If this issue recurs, delays in dispensing medications especially critical drugs might cause or contribute to an adverse event. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, a field service engineer (fse) confirmed that there were no issues with the device, and no further investigation was required. The case was opened under wrong site identification. The system functioned as intended after the field service engineer investigated the issue.